Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.

Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.

Manufacturer narrative:
Evaluation of the battery pack related to this complaint confirmed the reported issue; however, the cause of the depleted battery could not be determined. Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run the AED functioned as designed and could stay in service.